Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer visited to emergency room with high ketones. The customer¿s blood glucose level was 380 mg/dl. The customer did experienced the symptoms such as vomiting. It was unknown whether the customer was using auto mode at the time of reported even. The insulin pump will not be returned for analysis.